Event description:
During baxter's evaluation of a spectrum pump, it displayed door not fully latched message, when door was latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the door not fully latched messages. Evaluation experienced the door not fully latched messages caused by a loose link screw. The link screw was replaced.